Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number h13g18044 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This complaint references the same patient as cmplnt-(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. The patient was treated with vancomycin (dose, route and frequency unknown), gentamicin (dose, route and frequency unknown) and fortaz (dose, route and frequency unknown). The patient was discharged after being hospitalized for 4 days. The patient recovered from this peritonitis event 4 days after being discharged from the hospital. The cause of the peritonitis was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.